Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem was confirmed, charged the pump for 4 days and when turned on, the date and time was off. The main board will be replaced during the repair process for the problem. The downstream occlusion (dso) seal looked good. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported a downstream occlusion sensor seal issue, as well as problems with day and time. There was no patient, or clinician injury associated with these occurrences. The event occurred during bench test. No further details provided at this time.